Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported by the customer that the screen glitches and the console shuts down during use.

Event description:
It was reported by the customer that the screen glitches and the console shuts down during use.

Manufacturer narrative:
Alleged failure: it was reported by the customer that the screen glitches and the console shuts down during use. The failure identified in the investigation is consistent with the complaint record. The probable root cause for the green interference can be attributed to a lcd assy issue; possibly with the lvds cable. The probable root causes for hub shutting down could be due to a software issue; the console has old software version installed, or a overheating issue due to the missing plastic lock-in feet. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.